Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Patient presented in clinic after experiencing pain around the device pocket. Upon investigation, a decubitus caused by a device erosion was noted. Biological testing was performed, however, no evidence of pocket infection was noted. A revision procedure was performed to treat the decubitus, and the patient was given prophylactic antibiotics. The patient was in stable condition.